Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt communication issues, abnormal shutdowns) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The damaged connector caused intermittent belt/monitor communications, resulted in the observed abnormal shutdowns. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns and had belt communication issues.